Event description:
It was reported that following an elevate anterior implantation, the patient is experiencing "lower back pain on left side" and discomfort with pressure (sitting down, tight clothes)." The physician has treated the patient with anti-inflammatory medication and heat. No additional patient complications have been reported in relation to this event.